Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found all labels were still intact and no physical damaged was found on the device. Functional testing could not duplicate the reported issue. However upon reviewing the event history log, it confirmed that there was a record of a "high pressure" alarm occurring immediately after the power was turned on on april 13 and 14, 2022. Possible cause is the downstream sensor, which will be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that cadd legacy plus pump alarmed high pressure, during testing. No patient injury reported.